Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cap was unable to disconnect from the catheter extension set. This occurred during patient use. It was stated that a complete cap change had to be performed to get the y set off. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The reported issue was not observed in the photograph provided. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.